Event description:
It was reported that the pacing percentage of this left ventricular (lv) lead was lower than expected. It was noted that there were many lv sensing markers at 5v. Technical services (ts) analyzed the presenting electrogram (egm) and noted that there was possibly intermittent capture on the lv lead which resulted in right ventricular (rv) to lv conduction and sensing which brought the pacing percentage down. Ts suggested a chest x-ray. No adverse patient effects were reported. Currently, this lead remains in service.